Manufacturer narrative:
Product was discarded by hospital. Examination can not be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested about the surgical techniques steps followed. Conclusion is not yet available . Investigation still in progress. Device not returned to manufacturer.

Event description:
Roi-c : anchoring plate issue, cage had to be removed and replaced. From information reported, the surgeon went to impact an anchor, and "the plate split on the top and prevented it from locking". Anchor and cage were removed and replaced by new ones. Surgery was successfully completed and there was no impact on patient. Additional information provided show that it was only the anchor that "split". It occurred for the second plate. Surgical technique was respected for anchoring plate impaction sequence, the first anchor was fully seated. Surgeon did not use starter awl before the issue. But he used it after. Patient hard bones were detected according to reporter. Additional information was requested. Investigation is in progress.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Additional information received shows : issue happened during impaction of the second anchoring plate, first anchoring plate was fully seated into cage, starter awl was used after . No conflict with the caspar pin. Cage was also correctly assembled onto implant holder and inserted without sagittal angulation. It was the skinny piece on top of the plate where removal hole is, split and bent over preventing it from fully being seated. No issue reported on cage. Patient just had very hard bone. And the starter awl was not use before plate impaction. Investigation found no evidence on a product issue. Root cause is related to patient condition.

Event description:
Roi-c : anchoring plate issue, cage had to be removed and replaced. Additional information received shows : issue happened during impaction of the second anchoring plate, first anchoring plate was fully seated into cage, starter awl was used after . No conflict with the caspar pin. Cage was also correctly assembled onto implant holder and inserted without sagittal angulation. It was the skinny piece on top of the plate where removal hole is, split and bent over preventing it from fully being seated. No issue reported on cage. Patient just had very hard bone. No issue reported on cage.